Manufacturer narrative:
One used extension set was received attached to a cadd cassette along with an equashield mating device. As received no foreign material damage or anomalies were observed. Functional testing was performed and the reported issue was not confirmed. The extension set remained attached during testing. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that the pump tubing was disconnected from the female portion, and the male and female adapters were still connected to the patient's port line and blood was steadily dripping from the attachments. The port line was clamped off to stop the bleeding. The patient port was de-accessed due to possible contamination. There was 83.5 ml remaining in the pump. Port re-accessed, new pump prepared and connected to the patient. A continuous infusion rate of 2 ml/hour had been programmed, with a total reservoir volume of 92 ml which 83.5 ml left and given 7.5 ml. The air detector had been turned on. The length of infusion had been scheduled for 46 hours and was infusing for about 4 hours. A closed drug transfer device (cstd) was used to fill cassette. The event occurred while in use with a patient, and the patient was not medically affected.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.